Event description:
It was reported that the artificial urinary sphincter (aus) device had a fluid leak at the 4.5cm cuff. The patient underwent a replacement procedure in which all components were explanted and replaced. The size of the cuff was changed from 4.5 cm to 4.0 cm.